Manufacturer narrative:
(B)(4)

Event description:
It was reported that lead integrity alerts and noise were observed. Physician believed that the lead has started to fracture and damage in the area of the tie down suture was suspected. Lead was explanted and replaced. Patient's condition was stable.

Event description:
New information received notes that there was visible damage in the area of the suture sleeve.